Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functionality verification of the inverter board failed. Upon power up, the screen was blank. The stop and ok buttons lit up, but there was no display, and the screen functions could not be configured. It was identified that the cause for the blank screen was due to a burned coil on the transformer on the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler powered down during dwell 1 of 4. The button lights were not light and would not make a sound when pressed. The power cord was properly connected in both ends, and the cycler was connected directly to a 3-prong wall outlet. The patient disconnected from the cycler and was unable to complete treatment on the cycler. The cycler was rebooted and upon power up a welcome screen briefly flashed and the screen went blank. The cycler¿s alarm went off and the buttons lit up but would make a sound when pressed. The screen was completely black. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient had manual supplies for treatment. Upon follow up with the patient it was confirmed that treatment was completed using manual supplies. The patient confirmed that there were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer on the inverter board was burned.